Manufacturer narrative:
(Sc-8416-50; (B)(4)). The returned scs lead was analyzed and was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. With all the available information, boston scientific concludes the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and scs lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and scs lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7070879. UDI: (B)(4).